Event description:
During an initial implant surgery the surgeon noted that the electrode helices were stuck together by plastic. The plastic was cut and the lead was implanted. Impedance was reported to be ok after surgery. Design history records were reviewed for the lead. The lead passed all specifications prior to distribution. No other relevant information has been received to date.